Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. The customer stated that her husband called the paramedics, and her blood glucose reading was 33 mg/dl when they arrived. The customer was treated at home, and was not taken to the hospital. The customer's most recent blood glucose was 288 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.